Event description:
The patient was admitted for administration of chemotherapy for acute lymphoblastic leukemia. She previously had a port placed for chemotherapy administration. Patient's chemotherapy tubing became disconnected at the spiros spinning connector site and the IV buretrol tubing site. A chemo spill of methotrexate(mtx) occurred. Pt was reordered methotrexate. Chemotherapy spill kit was obtained and initial clean completed by the rn as per protocol. Approximately 5-10ml's of mtx on the floor. Environmental services completed a second spill cleaning. The event resulted in the potential exposure of patient, parent and staff to chemotherapeutic agent and required additional preparation of new methotrexate infusion. A review of events between december 2018 and april 2020 involving the spiros spinning connector showed: thirteen reported events involving separation of the spiros from the IV tubing during chemotherapy administration. In two events the connector appeared to click into position and spin correctly, but promptly disconnected from the IV line and was replaced prior to the initiation of therapy. Two events involved back flow of blood. In one event, the port hub with the spiros connector attached disconnected from the patient's broviac catheter and blood flowed back towards the open port. In another, the spiros became disconnected from the IV line and blood flowed back towards the open spiros connector. There was no harm noted at the time of the events and no known subsequent harm to the patients. One event involved leaking at the site of the spiros connector when attached to a needle for subcutaneous injection of a chemotherapeutic agent and a drop fell onto the patient. One event included the spiros connector falling off the syringe sent up from pharmacy requiring replacement of the medication and a delay in treatment. One other report included a crack in the side of the spiros connector. In discussions with the nursing staff, the rns expressed concerns about the design and function of the product. Education was verified and had included the proper means of attachment (e.g., hearing a clicking sound, verifying security and rotation). We have worked with the manufacturer and will be using one of their fused products, to decrease the number of connections and the risk of accidental disconnection. The spiros product is intended to reduce the risk of drips and spills to minimize chemotherapy exposure to the patient, their family and staff. These accidental disconnections may contribute to the potential for chemotherapy exposure, blood loss through an exposed catheter, air embolism, and clabsi infection in immunocompromised patients. They have also resulted in the need to prepare additional doses of chemotherapy, increasing cost, and resulting in a delay in treatment. FDA safety report ID# (B)(4).